Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30176 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with ending therapy and restarting with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.